Event description:
The customer reported weak false positive reactions of n-negative cells from their cell panel of a competitor with seraclone anti-n art. No. (B)(4), lot 1934140. The customer has sent us one vial of the reagent's allegedly defective lot. Testing of quality control laboratory confirmed false positive reactions of customer. A review of the batch record documentation gives no hints of irregularities that might have affected negatively the specificity of the complaint lot. Due to confirmed complaints a risk analysis was performed. On the basis of the result of the risk analysis we decided that no market related activities are necessary. A CAPA has been initiated to intensify the efforts to find the root cause for the complaint.

Manufacturer narrative:
(B)(4).